Event description:
It was reported that device tip broke into the patient. Broken piece was removed from the patient. A backup device was available to complete the procedure with no significant delay or patient injuries.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the device and the reported incident. Visual inspection of the device under magnification shows extensive electrode wear with contamination/discoloration and scratch/scuff marks on the spacer. The insulation around the shaft is scratched but not compromised. The screen is detached. This part was returned not with the device. There are no manufacturing abnormalities visually observed with the returned device. During functional evaluation, the wand was plugged into a known good generator. The device was activated in saline solution at default and maximum settings and produces plasma on one of the remaining part of the electrodes. The suction tube was tested and performed as intended. The complaint was verified but the root cause could not be determined with confidence. The device is not designed for prolonged ablation. Electrodes wear under use and the rate of wear is dependent on variables that cannot be replicated in all cases. Factors of electrode wear include, but are not limited to (1) rate of ablation (2) power settings (3) prolonged use against dense or bony surfaces (4) suction rate and fluid management. There were no indications that would suggest that the device did not meet product specification upon release into distribution.